Event description:
It was reported that the device came into contact with a pt. There was a slippage. Was advised by the sales rep that the pt sustained a laceration. Requested add'l info from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.